Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on may 07, 2024.

Event description:
Per the clinic, the device was electively explanted due to non-use.

Manufacturer narrative:
This report is submitted on march 29, 2024.